Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic dissection using a gore tag thoracic endoprosthesis ((B)(4)). The patient tolerated the procedure. On (B)(6) 2010, in a follow-up study, a distal type I endoleak was revealed. Aneurysm diameter was 50 mm. On (B)(6) 2010, the patient was implanted with another gore tag thoracic endoprosthesis ((B)(4)) to treat the distal type I endoleak. On (B)(6) 2010, the patient suffered from renal insufficiency. Dialysis treatment was administered. On (B)(6) 2011, in three-month follow-up study, the distal type I endoleak persisted. Aneurysm diameter had enlarged to 56 mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, in six-month follow-up study, renal insufficiency as well as distal type I endoleak were resolved. Aneurysm diameter had shrunk to 45 mm. On (B)(6) 2011, in one-year follow-up study, aneurysm diameter was 37 mm. Endoleaks were not present. Later, the patient did not visit the hospital and was withdrawn from the follow-up studies.